Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during manual filling with a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between january 20, 2014 and january 21, 2014. Evaluation summary: the sample was received for evaluation. Visual inspection of the sample identified a ruptured bladder, verifying the reported condition. Microscopic inspection identified markings on the exterior surface of the bladder, near the rupture line. The cause of the rupture was not able to be determined. A batch review was performed and identified that equipment was used in the manufacture of this lot prior to the approval of the applicable equipment validation protocols. The lot passed specification testing prior to release. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.